Event description:
Device malfunction: partially damaged stent. Symptoms/ae: vessel dissection. Time of malfunction/ae: during the procedure. It was reported that during the right internal carotid artery stenting procedure, immediately post xact stent placement, an angiogram revealed a possible kink at the distal edge of the stent and a vessel dissection. A second competitor stent was positioned across the distal stent edge and was deployed successfully. The patient remained hemodynamically stable during the procedure. One day post procedure, the patient was discharged to home. There was no adverse sequelae reported. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.